Manufacturer narrative:
H6: note that the h6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the a survey was requested on battery life performance and the issue was resolved.

Event description:
It was reported that the left and right 37603 were implanted the same day in the past, and although there is a slight difference in output, the difference in remaining battery voltage is large. The voltage setting on the left side is 1.5 v. The voltage setting on the right side is 1.3 v. The difference is 0.2 v, but the therapy impedance was 749 ohm at 2.0 ma on the left side. Right side: there is a great difference in current values at 973 ohm and 1.3 ma, and the physician has been informed that this is the cause. The issue has been resolved at the time of this report. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.